Event description:
It was reported that during preparation of the device that the tip of the cannula was crushed preventing the cannula from being used. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Date of event: date of event was not provided. Date entered is estimated. The reported complaint was confirmed. Evaluation of this device found a crushed tube likely to have been squashed or run over by something heavy. A review of the DHR found no previous issues of this nature. The cause for this complaint was determined to have been caused by the user. No additional action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.